Manufacturer narrative:
Correction: h1, h6. Investigation summary: the complaint could not be confirmed by investigation. No product samples, sister samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Event description:
A complaint was received regarding a tego connector that experienced leakage during patient use. The patient required medical intervention and hospitalization due to blood loss. It was reported that the tego connector disconnected during the dialysis session on the venous line. The patient lost consciousness and a large amount of blood in the bed was discovered. The patient was hypovolemic and experiencing hemorrhagic shock. Gelofusine infusion and two emergency red blood cell units were required. Initial table remarks show the presence of an ischemic colitis on low post-dialysis flow and catheter bleeding. No endoscopy performed given the clinical picture and the patient's numerous comorbidities. After the medical intervention the tego caps could not be reconnected. The patient was hospitalized following the event and stayed in geriatrics until (B)(6) 2025. The patient returned home, and continued treatment as directed.